Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06723 / 06724).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010. Legal counsel further reports patient underwent revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010. Legal counsel further reports patient underwent revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reports the (B)(6) 2010 implant was actually a revision procedure due to aseptic loosening of the acetabular component. The date for the initial total left hip arthroplasty could not be determined with the information provided. Review of invoice history could not confirm a procedure prior to (B)(6) 2010 or the initial components implanted. Revision operative (op) report dated (B)(6) 2010 notes the presence of clear yellow joint fluid and the absence of anterior bone. The cup, modular head, and taper insert were removed and replaced. Additional information received in the revision op notes dated (B)(6) 2012 reports patient was revised due to aseptic loosening of the acetabular component. Revision op report notes the acetabular component was medialized and rotated and no bony ingrowth was present. Inspection of the acetabulum revealed the anterior column was deficient and the previous cup appeared to have rotated around the center of the axis of the cup and rotated out through the front of the acetabulum. In addition, a portion of the superior or cephalad portion of the acetabulum was eroded. The modular head was removed and replaced. The cup was removed and replaced with a competitor product.